Manufacturer narrative:
The device was received fully deployed with corrosion visible on the pcb. The device was returned with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. Upon receiving the device, the bottom housing vent was observed to be damaged. Due to the presence of corrosion, the device was leak tested. No tears were or leaks were observed in the soft cannula. Further inspection of the reservoir sub assembly found that the reservoir had been punctured. This puncture corresponded to the observed bottom housing vent damage. It was determined that this damage was not the result of any manufacturing defect. The source of the corrosion on the pcb could not be definitely determined. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than 1 hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The device has been returned/received to date. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.